Manufacturer narrative:
Patient reported he was using another brand of catheter concurrent with the cure medical brand during the time of the event and he experienced bleeding with both brands. Given the two brands of devices were used concurrently there is no way to determine if the cure medical device may have caused or contributed to the reported event. Patient reported possible suspect product lots based on items in his own stock. The patient does not know which lot was used when the infection was contracted and bleeding occurred. These are the possible suspect lots reported: item: ultra m14c, lot: 180115-3, expires: 12-28-2020, manufacture date: 01-15-2018, UDI: (B)(4). Item: ultra m14c, lot: 181119-1, expires: 10-28-2021, manufacture date: 11-19-2018, UDI: (B)(4).

Event description:
Patient (user) reported he experienced bleeding and acquired a urinary tract infection (uti) concurrent with catheter use. No product problem was reported. Patient relayed that his doctor said catheters were causing bleeding by perhaps scraping tissue from the prostate surgery wound on the way to the bladder. Patient was prescribed an antibiotic. At time of last follow up patient was awaiting test results to confirm infection was gone. Patient no longer requires catheterization.